Event description:
It was reported that the insulin pump alarmed button error and the insulin pump got wet in the river. The customer stated that they went tubing and had the insulin pump attached to them because their blood glucose was 400 mg/dl and they needed to treat it. The customer stated that the device was in a container, but when the container was opened the customer noticed that water had gotten in. The customer's blood glucose at the time of the phone call was 176 mg/dl. There was fluid under the lcd display of the insulin pump and there was a crack near the battery cap. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.